Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle in the tube of a large volume infusor. This was noted after filling with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 10, 2015 to july 13, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified a black speck, approximately 0.05 square mm in size, located on the external surface of the tubing. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.